Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen, with customer-provided photos confirming visible screen damage while blood glucose management was reportedly unaffected and the device functionality was in question. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included device replacement and counseling that the device would no longer be water resistant and that backup therapy should be in place. Investigation included review of customer-provided images and case documentation. Investigation of this case revealed a damaged display assembly consistent with physical damage, with no evidence of device malfunction impacting therapy or cgm data reception. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.